Manufacturer narrative:
(B)(4).

Event description:
The customer reported low quality control (qc) issues and discovered a probe leak upon investigation involving a unicel dxc 600i synchron access clinical system. The customer was unaware of which probe had leaked but noted that fluid was contained within the reagent wheel and its cover. The customer also indicated that quality control results were low and 5 ml of fluid was discovered on the reagent cartridges. The customer was wearing personal protective equipment consisting of gloves and a laboratory coat and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. A beckman coulter field service engineer (fse) was dispatched and discovered a leak at reagent probe b. The fse replaced the collar wash valve to resolve the leak and repair was verified per established procedures. Failure mode is attributed to a leaking collar wash valve.